Event description:
Caller reported an error with their continuous glucose monitor, which was identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump, guiding the caller through the process. After the reset, the error code did not reappear, and the caller successfully initiated their sensor session.